Event description:
This product broke apart after 2 nites. I would appear to create a choking hazards. I'd love to send you the nite protector to examine if you paid the shipping. Cheers lot: 033957.

Manufacturer narrative:
This complaint has not been confirmed. Device not returned to MFR. No injury was reported, no medical attention was reported to have been sought. This is being reported as a possible delamination, as choking is possible as a result of delamination.